Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.0¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 64/61 mg/dl, for level high were 253/268 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 1:30 pm after the end user performed a blood glucose test with his prodigy diabetes meter and received a high reading of 330 mg/dl. The end user experienced blurred vision and dizziness. He was also initially instructed by his pcp to seek medical attention if he receives blood glucose readings over 200 mg/dl. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 116 mg/dl. No treatment was administered and it was not necessary to transport the end user to the ER due to the fact that his blood glucose reading was within normal range. No additional details were provided in regards to this medical event.